Event description:
The event is reported as: "customer alleges flap from valve broke while in use. It did not come off completely because it was still on the valve by one hinge." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.